Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported two surgeons with three total patients presented with diffuse lamellar keratitis post laser treatment within the last four to six weeks. The patient's were treated with topical and oral steroids. One of the patient's had a flap lift and rinse. Additional information requested. There are two related reports for this event. This report addresses two patients, and another manufacturer report will be filed for one patient.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).